Event description:
A malfunction was reported with a code labeled malf 9, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support provided reset information and assisted the customer in resetting the pump, which successfully resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred, which they acknowledged and understood.